Event description:
One touch ultra meter was reading inaccurately low. The pt was comparing the reading of 130's mg/dl to their hba1c. (Invalid comparison) no symptoms of high or low blood glucose. A medical professional was contacted for advice. No treatment given. The customer care rep performed troubleshooting and at least twice the control solution test was not within range on several vials. Based on the info obtained from the pt there is indication the product malfunctioned, however no indication of a serious injury. The meter and test strips were replaced with return expected.